Event description:
The pt presented with mitral regurgitation and mitral stenosis. The pt expired on (B)(6), 2011 due to cardiorespiratory failure, low output syndrome, cva, and hepato-renal syndrome.